Event description:
It was reported that an ilet bionic pancreas had a cracked touchscreen after being dropped, became nonfunctional, and required replacement; the reported device problem was a fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.